Event description:
It was reported that the battery voltage was 2.59 v, but no eri (elective replacement indicator) message had occurred. The device was functioning in ddd mode, not vvi 65. It was further reported that there was programming/telemetry difficulty. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found the battery had higher than expected internal resistance which caused incorrect rtt (real time telemetry) battery voltage measurements.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; results will be forwarded when available.